Event description:
The manufacturer received information alleging the internal battery light was illuminated although the ventilator was plugged in to ac power. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was unable to be confirmed. According to the operator's manual, the light will blink when the battery charge is low (even when connected to ac power). This may have been was the customer observed. The service evaluation found that the battery was unable to reach full charge capacity due to normal wear associated with rechargeable batteries. The device's internal battery was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.